Manufacturer narrative:
The device is available for evaluation, however has not been received. E1 facility name: (B)(6)

Event description:
The event involved a 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer, where it was reported there was leaking at blue port during infusion of normal saline. The intravenous (IV) tubing and chemolock were already connected to the patient but no chemotherapy drug had been infused yet. The leak occurred immediately after starting the IV and the running the fluids. Tubing was replaced and therapy started. There was no blood loss and there were no holes, cuts, tears or any defects noted. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
Device received on 7/19/2023. Received: one used. List #cl3950, 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer; lot #13550544. The complaint of leakage can be confirmed on the returned one used. List #cl3950, 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer; lot #13550544. As received there were residuals observed. The chemolock port appeared to be only partially connected to the y-connector. The male luer of the chemolock was not fully inserted into the bonding pocket. The returned set was leak tested per product specification. There was a leak observed from below the chemolock in-between the male luer of the chemolock and the y-connector. During testing the chemolock port separated from the y-connector. The chemolock and y-connector were examined and it was determined they had sufficient solvent present. The probable cause of the leakage observed is due to an incompatible insertion during the manual assembly at the manufacturing site. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned on 7/19/2023. Updated information in g1.